Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5122288.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Impedance was also noted. The patient underwent an scs replacement procedure and was doing well post operatively. The explanted device was discarded by the facility.